Event description:
Treatment of an ophthalmic aneurysm. It was reported that the pipeline was slightly twisted after deployment and a balloon was used to open it. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).